Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was determined that the loss of telemetry was caused by a severely depleted battery. When powered by an external supply, the device was fully functional with nominal system current drain. Hybrid memory testing was performed, and all tests passed. Based on the destructive analysis results, no internal short occurred in the battery. The li anode was well discharged with localized discharge along the edges and severing in turns 3 and 5.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was determined that the loss of telemetry was caused by a severely depleted battery. When powered by an external supply, the device was fully functional with nominal system current drain. Hybrid memory testing was performed, and all tests passed.

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) was unable to establish telemetry and that a device check had not been performed in over a year. The device was later replaced as it was determined that it had reached the elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0147 competitor implantable tachy lead, (B)(6) 2001; 5076-52 implantable pacing lead, (B)(6) 2009; 419488 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.